Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Advised patient of the troubleshooting steps. Signal loss was not showing at the time of the call. Patient indicated that they just started using a new transmitter a week ago. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/02/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.